Event description:
Per uf report #(B)(4): "a (B)(6) boy underwent a successful minor orthopedic surgery and was brought to the recovery room at still intubated but breathing on his own. A bifurcated anesthesia circuit used while the pt is on the ventilator in the operating room was detached from the ventilator and used an oxygen delivery system for the transport to the recovery room. Supplemental oxygen was applied in transit from the operating room to recovery. One end of the y circuit was attached to a portable o2 tank, and the other end left open and lying on the boy's chest. Upon arrival to the recovery room, the portion of the tubing on the chest was attached to o2 on the wall. Shortly after arrival, the child's condition deteriorated and it was discovered that the oxygen delivery was being applied to both ends creating a closed circuit. Neither the nurse nor the anesthesiologist was aware that the child was getting o2 into both sides of the circuit and had no outlet for expired air. This situation caused the lungs to fill to capacity and eventually caused damage to the lungs and cardiac arrest. Despite vigorous attempts to resuscitate the child by multiple pediatric specialists, the efforts were not successful and he expired." Ge healthcare has contacted the site requesting additional information. There is no allegation of equipment malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.